Event description:
The customer reported that during an angiographic procedure, air was aspirated by the 12ml syringe in the kit. The customer switched out the syringe for a 10ml syringe and didn't have any further issues. Air was not injected into the patient. The device was discarded at the hospital. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not report a lot number. Without a lot number the design history record and complaint database could not be reviewed. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted if more information becomes available. Evaluation method: design history record and complaint database could not be reviewed. Conclusions: a follow-up report will be submitted if more information becomes available.